Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 88 mg/dl at the time of incident. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. However, unit received with high sleep current and unexpected intermittent blank display, problem isolated to m/b. Unit passed self test and displacement test. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.